Manufacturer narrative:
The device was not returned to the manufacturer; however, an x-ray analysis was performed on eight x-rays that were returned. In addition, a technical analysis was done on the surgical report provided. According to the surgical report, the tibial insert was changed due to a preventive action against contamination. There was no fault on the device. The revision was performed due to a secondary bleeding that had nothing to do with either the tibial insert nor the other implanted knee components.

Event description:
It has been reported from a study in 2000-2005 that a revision surgery was performed due pain caused by secondary bleeding. Based on the information in the received surgical report of explantation it is confirmed that the tc-plus tibial insert had only been changed in terms of a preventive action against contamination, and had nothing to do with the secondary bleeding issue.